Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a procedure performed on (B)(6) 2010. According to the complainant, the physician attempted to place a non-bsc stent in the pancreatic duct. Before the non-bsc stent was out of the scope, the physician noted that the hydrajagwire's floppy tip separated. The fragment was not removed from the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected manufacturing site.